Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced an event where supply order arrived wet and damaged .the event occurred on (B)(6)2024. No further information was available.